Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform error test due to keypad anomaly. The device received with cracked case at display window corners, battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 221 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.